Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to low amplitude measurements and helix extension and retraction issues. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to low amplitude measurements and helix extension and retraction issues. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.